Manufacturer narrative:
The device is expected to be evaluated; however, at the time of this report, the device has not been returned. A supplemental report will be submitted to communicate the results of the complaint investigation results.

Event description:
It was reported that during use of an ev1000 monitor with a volume view set, the error message ¿databox disconnected¿ was observed. The monitor was re-started and the cables were unplugged and plugged back in but the issue still remained. Inaccurate values were displayed and there were changes on the cardiac output curve. It was not able to be verified if the error message was before, during or after the occurrence of the inaccurate values. No patient compromise was reported. No other system-related devices were reported as suspect. Inquired of patient demographics, unable to be obtained.

Manufacturer narrative:
Review of the device history records support that there were no non-conformances noted during the manufacture of the referenced device. Additionally, review of the service records support that no prior service was performed for any reason. Examination of the returned ev1000 platform was unable to confirm the customer's complaint or detect any failure of the device to perform as expected. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Pressure readings should correlate with the patient¿s clinical manifestations. These devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. These devices are typically used in intensive care units or operating rooms where patients are closely monitored. It is unknown if user or procedural factors contributed to the stated event. Complaint histories for all reported events are reviewed. Please reference MDR 2015691-2017-01790 for the volumeview catheter associated with this complaint.